Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level due to exposure to cold temperature post explant. Visual inspection of the header did not find any anomaly related to the field concern. Field session record was reviewed and no sudden drop in voltage was noted. Electrical and mechanical analysis performed indicated normal functionality, and voltage is still within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.